Event description:
It was reported that an issue was encountered on two sets of blood pressures. It was indicated that the zero sensor deviates without reason from a pressure of 65 mmhg up to 150mmhg. However, after zero control, the pressure was 100 mmhg above zero. The issue is recurring even after resetting to zero several times. The sensor has been changed but the problem recurs. There was no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One single dpt was returned for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing also showed that the dpt electronic components were intact; both input impedance and output impedances were within specifications. The zero-offset was also within specification. There was no visible defect observed on the dpt cable connector. The complaint could not be confirmed during the evaluation; the dpt functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.